Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the cs14c tissue pad fell into the pt (it was retrieved from the pt). Another device was used to complete the case.